Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise and oversensing. Surgical intervention was performed, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.